Manufacturer narrative:
On 25-jun-2021, mentor received additional information about the event. The explantation date is (B)(6) 2021. On 12-jul-2021, mentor received additional information about the event. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 295cc gel breast prostheses. Reason for device explant and/or reoperation: right breast capsular contracture, left breast implant shifting. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 370cc gel breast prosthesis (right device) and a mentor memorygel breast implant 350cc gel breast prosthesis (left device) developed baker grade IV capsular contracture in her right breast post implantation. Additionally, the patient is suffering from recurrent shifting of the left breast prosthesis below the inframammary crease. There is also mild but recurrent dropping of the left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.